Event description:
The patient's internal device was explanted due to infection. The patient has been treated with antibiotics and ototopicals (type unk). The patient's ear canal and ear drum show granulation tissue. Advanced bionics is in the process of gathering more information, once more information becomes available a supplemental report will be submitted.